Event description:
It was reported that in 2001 a 10 day old premature infant, 24 gestational weeks at birth, was observed to have blisters on the upper back. The pt had reportedly been treated on the biliblanket plus continuously since the first day of life, and had remained in the supine position until 10 days later when they went to turn pt to the prone position. The hospital reported that the pt had been extremely ill and the nurses did not want to move pt more than necessary. Upon observation of the blisters, the pt was removed from the biliblanket plus and the blisters were treated with silvadene cream. The pt is now reported to be in stable condition, and the blisters have healed completely. The operation, maintenance & service manual for the biliblanket plus provides instructions on proper care of the pt's skin that apparently, in this case, had not been followed.